Event description:
It was reported that a patient underwent a anterior corpectomy procedure on an unknown date and absorbable hemostat was used. Post-op during an MRI it showed the absorbable hemostat was "creeping around" causing stenosis. The patient was brought back to the or to scrape out the absorbable hemostat. The patient is now doing fine. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: present with from the index surgery to the last surgery? "Pain." How many units of surgiflo hemostatic matrix kit with thrombin did the surgeon use? Unknown. Did the surgeon remove any excess of surgiflo hemostatic matrix once hemostasis had been achieved? The surgeon removed the surgiflo during the 2nd procedure. What is the name of the procedure? Anterior corpectomy. What was the indication for using the product? Bleeding. Was there any delay in the procedure as a result of this event? If so, how long? No. What was used to complete the procedure? Unknown. Was there any patient consequence? Reoperation to remove the excess surgiflo. Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? No. What is the surgeon¿s opinion as to the relationship of the product to the symptoms? Surgiflo ¿creeped around¿ from where he put it and caused stenosis. Was medical intervention indicated to treat the symptoms? If so, what was the medical intervention required? Yes - surgery to remove the surgiflo. The following information was requested, but unavailable: on what date did the patient have his index anterior corpectomy procedure? On what date did the patient have his post-op MRI? On what date did the patient have the re-surgery? It is stated that ¿surgiflo was creeping out causing stenosis¿. What symptoms did the patient. What is the lot number? What was the date of the procedure? What is the current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: how the surgiflo used in this case?: to control bleeding in an anterior corpectomy was surgiflo used for adjunctive hemostasis?: yes. Was the excess surgiflo removed? : unknown. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.